Event description:
The core micro drill was sent for evaluation because it was leaking oil prior to a procedure. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Leaking was not confirmed during failure analysis. Corrosion was noted within the internal components of the device.